Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan (B)(4) alleging that the patient's onetouch verioiq read inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6). The reporter stated that the patient obtained a blood glucose reading of 522mg/dl on the subject meter and 250mg/dl on an accuchek meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient manages their diabetes with insulin, including humalog and lantus. The reporter denied that the patient developed any symptoms. The reporter stated that they sent the patient's blood glucose results to an hcp. The reporter stated that the hcp advised the patient to increase their daily dose of insulin; specifically morning - 8 units of humalog, lunch 11 units of humalog, 4pm 8 units of humalog and 7pm 7 units of humalog and 11 units of lantus. The reporter stated that the patient later went for a check-up at hospital and the insulin doses remained at the same higher level. The cca verified that the test strips were stored correctly (per owner's booklet recommendation). The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and the treatment advice from the hcp correlates with the alleged high readings. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.